Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter in two pieces. The balloon was tightly folded with blood in the wire lumen. The tip, balloon, shaft, port weld (exit notch), and hypotube were microscopically, visually and tactile inspected. Inspection revealed tip damage (pinch), numerous kinks in the hypotube, shaft damage (stretched by tensile force for 19cm with numerous kinks in damaged area) that starts at the port weld, and port weld damage (stretched), and a complete separation in the hypotube located 30.5 cm from the strain relief. The facets of the separated ends were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 22-mar-2018. It was reported the crossing difficulty was encountered. A 2.00mmx12mm nc emerge® balloon catheter was advanced but failed to cross due to calcification. No patient complications were reported and the patient's status was good. However, additional information received confirmed that the shaft broke due to pushing the device forcibly.